Event description:
Customer reports a reading of 922 mg/dl while using the compact plus system. Device to display "hi" for results greater than 600 mg/dl. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.